Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Reportedly, the customer's mother assisted in administering manual insulin injections to address elevated bg level. The customer reverted to an alternate method of insulin therapy.